Event description:
It was reported that the patient presented with increased pain in joint area, elevated chrome and cobalt serum levels, (B)(6) scan.

Manufacturer narrative:
Review of device history records found devices in reported lot accepted into final stock with no reported discrepancies. The complaint databases show there has been other event for reported lot. Voluntary recall was initiated for abgii and rejuvenate modular stems and necks due to potential risks associated with devices. The reported revision due to adverse local tissue reaction is considered to be under scope of recall. Ncr was initiated because occurrence rate for adverse local tissue reaction specified in risk management files for rejuvenate modular hip system was exceeded. CAPA for corrective actions associated with ncr. Potential risk of fretting and corrosion with devices.

Event description:
It was reported that the patient presented with increased pain in joint area, elevated chrome and cobalt serum levels, positive mars scan.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.